Manufacturer narrative:
The patient was treated appropriately and this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implantation of this right ventricular defibrillation lead, the patient reported not feeling well. It was discovered that this lead had perforated the heart wall in two places, resulting in a tamponade. No other adverse patient effects were reported.